Event description:
The external pulse generator was returned to the manufacturer for device advisory. It was tested, analyzed and subsequently tested out of specification and is now reportable.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the upper/lower cases, battery release, heart block, lead flex cover, heart wire contact , battery drawer, battery flex, and lcd display were contaminated. Two side bail covers were broken.